Event description:
It was reported that two days post filter implant, the pt experienced abdominal distention and imaging demonstrated that the filter was within the right iliac vein. The filter was initially implanted at the level of l2 and there were no anomalies noted during deployment of the filter. Reportedly, the caudal movement of the filter may have occurred during withdrawal of the delivery system; however, this could not be confirmed. Additional imaging was performed and it was observed that one of the filter limbs was pointing in a cephalad direction. A retrieval attempt has not been performed. The pt is asymptomatic.

Manufacturer narrative:
The lot number for the device is not known. Therefore, a review of the device history records could not be performed. The filter remains implanted and the delivery system was discarded by the user facility. Therefore, a device eval could not be performed. The investigation is currently underway.